Event description:
It was reported that the hcp experienced difficulty accessing the center port of the pump at refill. An overdose was reported with the following symptoms: the patient "passed out" during refill. Per the reporter, the nurse took out the old medication; rinsed the pump twice, then attempted to refill the pump with dilaudid. The pump area became puffy and leaked clear fluid. More than 25 mls of dilaudid 25 mg/ml were likely injected into the patient's pump pocket during the refill. The hcp was able to aspirate approximately 13 mls from the pump. The patient was admitted to the hospital but was reported to be symptomatic the following day; 24 hours had passed since the event at the time of the report. The patient experienced "complete return of pain" in 2008. Additional information has been requested from the hcp, but was not available as of the date of this report.